Manufacturer narrative:
Analysis was completed. The device exhibits normal device characteristics with battery voltage above eri. No device issues found.

Event description:
It was reported the device is subject to the absurdity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device was prophylactic. The patient was stable.